Event description:
The cyclophosphamide infusion was found to be leaking out of the tubing set. The set was the alaris, catalog number: 72104ke, latex-free burette set with three smartsite needle-free valve ports. The lot number is believed to be 07045126. The actual set involved was not saved because of the cytotoxic drug contamination. Approximately 50ml was believed to be lost, and approximately 100ml was administered to the patient (according to the pump) at the time the leaking was noticed. The remainder of the dose had to be remade and delivered to the patient. Prior to the cyclophosphamide infusion, an infusion of clofarabine ran thru the same tubing for two hours, then an etoposide infusion for two hours without any incident. The cyclophosphamide had been running about 20 minutes when the puddle on the floor was noticed. The leak appeared to be coming from the joint where the clear plastic canister of the buretrol is sealed to the opaque plastic base, just above the point where the drip chamber is attached.